Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2000 ohms. After the lss, noise, oversensing, and pacing inhibition with pauses of approximately six seconds were noted. The patient had presented to the emergency room with dizziness and syncope. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.